Event description:
It was reported that a plastic poly trial broke during surgery. There was no surgical delay. The surgical technique was utilized. No foreign bodies were retained. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Visual examination of the provided photo confirms the trial has fractured. The device was not returned for further evaluation. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.